Event description:
Event: reported in journal article: "temporal changes in the surgical pathology of prosthetic aortic valves: a study of 157 cases spanning 26 yrs (1970-1995)", 1998;7:9-23. The study was to identify time-related changes in types, functional states, and complications of explanted prosthetic aortic valves. The study reported coagulase-negative staphylococcal infection of the sewing ring of a regurgitant medtronic hall valve, with dehiscence, and a paravalvular leak.